Event description:
It was reported that device was alarming occlusion. They tried to prime and were unable. The event occurred during setup and there was no patient involvement.

Manufacturer narrative:
H3: one device was returned for repair/analysis. No previous repair has been noted within the last 12 months. Event log found occlusion alarms associated with complaint. Could not duplicate the problem. Upstream occlusion sensor test was performed, and device passed all test criteria. Downstream occlusion (dso)test passed at 14.8 psi. During the visual inspection it was found that the dso seal had cracking. No other damage to pump. Replaced dso seal due to cracking. Calibrated dso passed. Pump software updated. Probable cause is physical damage due to normal wear and tear.